Manufacturer narrative:
Analysis did not confirm the customer comment that the battery would not hold a charge or that the connection plug would not connect with the charger, the battery did charge with the power supply provided and the device stayed powered up with the power supply plugged in even while the cable was being manipulated. The power supply was replaced as a preventive measure. The software was reloaded. The programmer passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's battery was not charging and that the power port was loose causing an intermittent connection. The programmer has been received into service. There was no patient involvement. It was further reported that the programmer would not stay on and that it had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.